Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient codes: no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient did not seem like it was working to help her symptom. The patient indicated that their symptoms are getting worse and she has to wear depends, before (B)(6) 2018 it was a little bit. The patient mentioned they had an appointment in the next week with their hcp.

Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient that they didn¿t think it was working anymore and that they used to feel vibration from the stimulator. The patient reported they were also not experiencing symptom relief and was having to wear depends again because they were ¿leaking all the time.¿ the patient also mentioned they¿ve had a lot of kidney stones and utis for a whole year and they didn¿t know [if that was effecting the therapy]. The patient did not have access to their programmer as they didn¿t know where it was (there weren¿t sure if it was lost) and thus no troubleshooting could be done on the call. The patient programmer use was reviewed with the patient and the patient was redirected to their health care physician (hcp) to check their ins. The patient mentioned they had an appointment in the next week with their hcp. There were no further complications reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was indicated that the patient experienced a loss of therapy. The patient reported that they did not think that their device was working. The patient had wet themselves twice in the week of report and noted that it had been happening for the past couple of weeks. The patient reported that they had urgency to go but could not make it to the restroom. The patient did not know what they were doing with their patient programmer; the screen was blank and not turning on. Additional information reported that new batteries resolved the issue and the patient programmer was turning on. It was noted that the patient was on program 1 at 0.4 v. The patient chose to increase stimulation to 0.6 v and verified that they did feel stimulation. No further complications were reported or were expected.